Event description:
Ous MDR - after an implantation time of approximately 32 months, oversensing was reported.

Manufacturer narrative:
Ous MDR - the analysis of the lead demonstrated a rubbed through insulation in two areas of the lead. This findings can be considered to be the root cause for the varying lead impedance as mentioned in the complaint description. The analysis did not demonstrate any sign of a material or manufacturing problem. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to abnormal mechanical stress in the implanted state. The deformation of both shock coils resulted most likely from the explantation procedure. Analysis demonstrated that this was due to coagulated blood in the lumen of the lead. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. The analysis did not demonstrate any sign of a material or manufacturing problem.